Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2019 to (B)(6) 2019 with blood glucose level of 500 mg/dl to 600 mg/dl. Customer blood glucose level was at time of incident 500 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was expressed symptoms such as vomiting and cold. Customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.